Manufacturer narrative:
H.6. Investigation: bd received a 20 gauge nexiva single port closed IV catheter system with a maxzero attachment from an unknown lot for evaluation. A review of the device history could not be performed as the reported lot was unknown. Our quality engineer visually inspected the returned unit and observed that there was no catheter tubing present over the wedge or within the nose of the adapter. The unit was then dissected and measured to see if there were any issues with the components. No issues were found with the components measurements. However, based off the visual inspection the engineer was able to verify the reported defect. Unfortunately, a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings. H3 other text : see h.10.

Event description:
It was reported that nexiva 20ga x 1.25 in dp with maxzero catheter detached. The following information was provided by the initial reporter: material no.: 383577, batch no.: unknown. It was reported that needle detached from hub of the IV days after insertion. Per complaint details received: nexiva cannula came detached from hub of IV. They noticed days after insertion. They were not able to find the cannula after scan and studies.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter facility: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that nexiva 20ga x 1.25 in dp with maxzero catheter detached. The following information was provided by the initial reporter: material no.: 383577, batch no.: unknown. It was reported that needle detached from hub of the IV days after insertion. Per complaint details received: nexiva cannula came detached from hub of IV. They noticed days after insertion. They were not able to find the cannula after scan and studies.